Event description:
Event description guidant received information that at the implant procedure this left ventricular lead had impedance measurements greater than 2000 ohms. The meausrements were 850 ohms with the pacing system analyzer. The threshold and sensing measurements are good. The lead configuration is bipolar.